Event description:
It was reported that during procedure the device did not perceive stimulus. There was no known patient impact.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of the device found that visually, there were biological contaminants on the distal end of the device. There was surgical tape adhered to the proximal end of the device. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 60.4 ohms (blue with white stripe) and 77.1 ohms (red with white stripe), but 450.0 ohms (blue) and 279.9 ohms (red) which the blue and red electrodes were out of specification and would have resulted in the reported event. A stylet was used to manipulate the shape of the device and the resistance of the blue electrode decreased to 135.5 ohms, the blue with white electrode had no reading (open circuit), the red electrode decreased to 155.0 ohms, and the red with white electrode increased to 244.2 ohms. Under magnification, there were small cracks in the trace pads. Functionally, for further analysis, the device was connected to a nim system and vocalis 2 failed the electrode check and there was excessive feedback in channel 2 during functional testing. For additional analysis, a syringe was used to inject 15-cc of air into the cuff balloon and there were no issues during inflation or deflation. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previous codes fdm - b21, fdr - c21, fdc - d16 no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up it was reported that during procedure when attempting to stimulate the nerve "stimulus delivery" tone was not heard and no waveform displayed on the monitor. There was a delay in the procedure and the procedure was completed using backup product. There was no patient impact.